Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection notes a large amount of tissue in the helix. The full lead was returned for evaluation.

Event description:
It was reported during the implant procedure that the physician believed there was damage to the helix screw/coil. As a precaution the lead was not implanted, another new lead was utilized for the case. There were no patient complications reported as a result of this issue.